Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. Visual inspection revealed that the smooth side of the patch had a textured surface. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a surgeon could not tell which side is the smooth side of a vascu-guard patch. They reported the patch did not have a smooth side and were unsure of which side to implant into the patient. The patch was implanted. The surgeon would receive clarification from the medical information team on how to determine which side to implant. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.